Event description:
This report was received via a lens return in which the info indicated that a ceeon lens, model 912/25.00 was implanted on 3/10/99 and explanted on 6/23/99 due to wrong power due to axial length measurement. The iol has been sent for evaluation. Add'l info is being requested from the ophthalmologist. No other info was provided on initial contact.